Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Customer states that his back canes have broken at an adjustment hole. No injuries.